Manufacturer narrative:
Manufacturer's investigation conclusion: review of the retrieved log files confirmed the downward trending flows. A specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned assembled. The modular cable was not returned. Approximately 8.5¿¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Dried blood was observed on the housing of the rotor; however, once the blood was removed, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device showed a slight decrease in flow on (B)(6) 2021; however, a specific cause for this finding could not be conclusively established through this evaluation. The center reported that the patient experienced vasoplegia, lvad (left ventricular assist device) flows drifted down, and pulsatility was lost. No other atypical events were captured, and the device appeared to function as intended. A correlation between the decrease in flow and returned device could not be established through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07sep2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias, bleeding, renal dysfunction, and death, among other patient conditions, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 at 8:42 am during heartmate 3 implant procedure, prior to pump insertion, the patient experienced intraoperative complications of bleeding, vasoplegia, coagulopathy, and ventricular fibrillation which was successfully cardioverted with 360 joules of electricity. The patient received 4 units of packed red blood cells (prbcs), 7 units of fresh frozen plasma (ffp), and 2 units of platelets. Throughout the night of implant the patient required 3 additional units of prbcs and 4 additional units of ffps. The patient developed renal dysfunction. Since return to the intensive care unit (ICU) the patient has been intubated and on multiple pressors with worsening acidemia, rising lactic acid, and oligoanuria 15 ml output while on a lasix drip of 80ml/hr. A nephrology consult for continuous renal replacement therapy (crrt) was done and crrt was initiated on (B)(6) 2021. On (B)(6) 2021 the patient¿s wife decided to change patient to comfort care and the patient¿s implantable cardioverter defibrillator (ICD) was turned off. The heartmate 3 was disconnected, and patient was extubated. The patient passed away on (B)(6) 2021 at 9:30 am. Additional information reported that the ICD was implanted in 2014, prior to the hm3 implant.